Event description:
The poc nurse reported blood glucose results of 165 mg/dl with a lifescan meter and 1595 on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The nurse mentioned that the pt came in through the ER and was tested on the clinic's meter. The nurse was inquiring about the discrepancy between the readings. Blood was collected from a portacast (similar to an IV). Ccr was unable to verify if the nurse had retested after initial result of 165 mg/dl. Unable to verify if there was enough blood on the test strips and how the meter is being cleaned. Pt's hematocrit was within the meter's range of 27.6%. Pt was a diabetic taken to the hospital because they were bleeding excessively (no information on whether it was internal or external bleeding). The nurse mentioned that the pt passed away due to complications they came in for, but did not provide a diangosis or the actual reason for death. Quality control was run on the meter later and control fell within range. Ccr had poc nurse run control with her over the phone and it fell within range. Ccr advised poc nurse to run pt correlation study to verify accuracy of meter readings.